Manufacturer narrative:
Device not returned. Usage concerns resolved, and device was reported to be working properly. This is an initial report. A follow-up report will be submitted when the final evaluation is completed.

Event description:
(B)(4). This spontaneous case, reported by a consumer who contacted the company to report adverse event(s), concerned a male patient of unknown age and ethnicity. Medical history and concomitant medications were not reported. The patient received human insulin (rdna origin) injections (humulin I) through an unknown formulation via a reusable pen (humapen savvio); dosage regimen, route of administration, indication for use and therapy start date were not provided. On an unknown date, while on human insulin treatment, his blood sugar levels went to 32, sky high (no units were provided) since he was not taking human insulin treatment because of the pen problem. The needle got stuck; the dialing thing would not turn back. The event of blood sugar increased was considered as serious by company due to medical significance. On an unknown date, while on human insulin treatment, she also felt ill. Information regarding corrective treatment, outcome of the events and human insulin treatment was not reported. The operator of the humapen savvio green was the patient and his training status was not provided. The device model duration and suspect device duration of use was not provided. Action taken with suspect device was not reported and their return was not expected since the humapen started working fine. The reporting consumer did not provide the relatedness assessment between the events and human insulin treatment or humapen savvio. Update 29-mar-2018: upon review of information received on 23-mar-2018, recoded the suspect device to a humapen savvio unknown color. Deleted batch number of the pen. Updated the narrative with new information. Update 17apr2018: updated medwatch fields for expedited device reporting. No new information added. Update 20-apr-2018: upon review of information received on 23-mar-2018, recoded the suspect device to a humapen savvio green color. Added batch number of the pen. Accepted pc for device. Updated the narrative with new information.

Event description:
Lilly case ID: (B)(4). This spontaneous case, reported by a consumer who contacted the company to report adverse events and product complaint (pc), concerned a male patient of unknown age and ethnicity. Medical history and concomitant medications were not reported. The patient received human insulin (rdna origin) injections (humulin I) through an unknown formulation via a reusable humapen savvio (green) pen; dosage regimen, route of administration, indication for use and therapy start date were not provided. On an unknown date, while on human insulin treatment, his blood sugar levels went to 32, sky high (no units were provided) since he was not taking human insulin treatment because of the pen problem. The event of blood sugar increased was considered as serious by company due to medical significance. He noted that the pen worked when he put the needle on and dialed but did not disperse his insulin. The needle got stuck; the dialing thing would not turn back (pc number: (B)(4), lot number: 1606v04). On an unknown date, while on human insulin treatment, she also felt ill. Information regarding corrective treatment, outcome of the events, and human insulin treatment was not reported. The operator of the humapen savvio green was the patient and his training status was not provided. The device model duration and suspect device duration of use was not provided. The suspect device with (B)(4), which was manufactured in jun2016, was not returned to the manufacturer. Action taken with suspect device was not reported and the return was not expected since the humapen savvio (green) device started working fine. The reporting consumer did not provide the relatedness assessment between the events and human insulin treatment or humapen savvio green pen. Update 29-mar-2018: upon review of information received on 23-mar-2018, recoded the suspect device to a humapen savvio unknown color. Deleted batch number of the pen. Updated the narrative with new information. Update 17apr2018: updated medwatch fields for expedited device reporting. No new information added. Update 20-apr-2018: upon review of information received on 23-mar-2018, recoded the suspect device to a humapen savvio green color. Added batch number of the pen. Accepted pc for device. Updated the narrative with new information. Update 30apr2018: additional information received on 30apr2018 from the global product complaint database. Entered device specific safety summary (dsss). Updated the medwatch/european and canadian (EU/ca) device information and device return status to not returned to manufacturer. Added date of manufacturer for (B)(4) associated with lot: 1606v04 of humapen savvio (green) device. Corresponding fields and narrative updated accordingly.

Manufacturer narrative:
Event: narrative field: new, updated and corrected information is referenced within the update statements in event. Please refer to update statement dated 30apr2018 in the event field. No further follow-up is planned. Evaluation summary: a male patient reported that the dial of his humapen savvio device would not turn. The patient experienced increased blood glucose. The device was not returned to the manufacturer for investigation (batch: 1606v04, manufactured june 2016). Therefore, it could not be evaluated to confirm the complaint or presence of a malfunction. Malfunction unknown. The patient subsequently reported that the device was working fine. All humapen savvio devices are assessed for injection screw travel at the end of the manufacturing process, thus ensuring device functionality with high probability. There is no evidence of improper use or storage.